Manufacturer narrative:
Follow-up #1: date of submission 04/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2017 with the following findings: a review of the black box showed two reboots associated with a battery change. Investigation revealed that the battery compartment was cracked and the battery cap threads were stripped. The battery cap was unable to maintain electrical connect and the complaint of intermittent power was duplicated. A test battery cap was able to fit and no further power interruptions occurred. The pump was exercised for 24 hours with no power interruptions occurring. The pump cover was removed and no defects were found to the printed circuit board. Unrelated to the original complaint, investigation revealed that the audio bolus button cover and slug were detached and missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had an intermittent power issue and the battery cap and compartment were both cracked. The reporter noted that the battery cap could not be removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.